Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" (specific value was not provided) with large ketones a healthcare provider deemed life threatening. Cause was not known. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.